Event description:
Upon servicing of a (B)(6) female pt's monitor, for an unrelated non conformance, response button sticking errors were found in the pt flag files. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons sticking errors) has been confirmed. Upon receipt the monitor produced response button sticking codes indicating the monitor was considering the response buttons to be pressed when they were not being pressed. The signal for the response buttons coming from component u300 was being held high. U300 is a 24 bit general purpose digital signal processor ball grid array (bga). The high signal caused the monitor to believe the response buttons were being pressed. The cause for the high signal was unable to be positively determined, but was most likely a defective bga on component u300. The root cause for the defective bga cannot be positively determined. No adverse event resulted from the defective bga. The pt received a replacement monitor.